Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac tamponade. It was also reported that the right atrial (ra) lead perforated the myocardium. The lead remains in use however pericardiocentesis and chest drain was required. No further patient complications have been reported as a result of this event.